Event description:
Female patient undergoing a right plantar fascia debridement and partial release. After use of the tenex ultrasonic handpiece, the physician noted the tip was not intact. X-rays were completed and no foreign body in patient found. The procedure continued without further incident.